Event description:
Medtronic received a report that the pipeline flex stent migration after deployment and marksman resistance during retrieval. The patient was undergoing surgery for treatment of a saccular, unruptured a1 segment wide-necked microaneurysm with a max diameter of 3 mm and a 3 mm neck diameter. The landing zone was 2.1 mm distally and 2.4 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. The angiographic result post-procedure was an a1 segment wide-necked microaneurysm. It was reported that the patient had a1 segment wide-necked microaneurysm. The operator planned to perform a flow-diverting stent im plantation and selected a pipeline flex stent. The stent was successfully deployed during the deployment process. After full deployment, the microcatheter was advanced further through the stent, and the plan was to withdraw the delivery guidewire into the microcatheter. However, the guidewire could not be withdrawn into the microcatheter at the ¿small wing¿ area, and repeated attempts failed to withdraw it. The operator planned to fix the "small wing" and the tip of the microcatheter together and withdraw them together. However, during withdrawal, the "small wing" caught on the stent, causing the fully deployed stent to slip and fail to cover the aneurysm. The operator considered that the inability to retrieve the delivery guidewire especially the "small wing" into the microcatheter, which led to stent slippage, indicated a product issue. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a navien 5f-115 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Adding h6: fdd-a502: the small wing that got caught on the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. The procedure was completed with a new pipeline that was positioned at the intended location. The cause of the migration was determined to be because of the small wing that got caught on the stent.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex pushwire and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. The pipeline flex pushwire was returned outside the marksman catheter. However, the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No damage was found with hub. The catheter body was found to be accordioned from ~9.0cm to ~6.5cm from distal end. The marksman catheter distal tip/marker band was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance as the marksman catheter were found to be damaged. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Additionally, based on the device analysis and reported information, the customer report of ¿migration after deployment¿ was not confirmed as the pipeline flex braid was not returned for analysis. Possible causes of failure include ped incorrectly sized to patient vessel, and poor braid placement and/or wall apposition. However, the root cause could not be determined. It was noted the patient's vessel tortuosity was normal, which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.